Event description:
It was reported that the patient presented for follow-up in the clinic. Upon device interrogation, it was noted that right ventricular (rv) lead exhibited high, out of range pacing impedance and high capture threshold. Capture loss was also noted. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.